Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. During the visual inspection, a damaged front enclosure was noted. The observed physical damage was unrelated to the reported complaint and likely attributed to user mishandling. The front enclosure needs to be replaced to address the issues. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The archive data review indicated user advisory (ua) 45 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Following this, the user reseated and then replaced the lifeband; however, the error was not cleared. No patient involvement.